Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the device charging longer was that they were concerned that the battery is running down since they have to charge for 4 hours. The patient stated that they used to charge for a half hour then it was an hour and now it is four hours. They stated that it is hard to sit still for four hours to charge the device. The patient charges the device every friday. The patient was transferred to patient services as they wanted someone to check their battery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that it was taking the patient too long to charge their implantable neurostimulator (ins). The consumer stated that the patient had been charging their ins for two hours and the battery was only halfway charged. The patient was having to sit for two and a half to three hours to charge the ins, when previously charging would only take about an hour. The consumer mentioned that they would check the patient¿s coupling and noticed that the patient gets full coupling when charging their ins. The patient was redirected to follow up with a healthcare provider (hcp) to get the device checked. It was noted that the issue started about two months prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is other non-malignant pain.